Event description:
It was reported that the explanting facility discarded the device and it will not be returned for analysis.

Event description:
It was reported that the high impedance was first observed on (B)(6) 2013 and that the diagnostic tests at the previous visit were within normal limits. It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. The implant card confirmed that both generator and lead were replaced due to lead discontinuity. The lead impedance with the new system was marked "ok". Attempts for additional information have been unsuccessful to date. The generator and lead have not been received for analysis.

Event description:
On (B)(6) 2013 it was reported that vns patient¿s vns lead was being replaced due to an unknown reason. It was later observed in the patient¿s clinic notes that diagnostics revealed limited output and high lead impedance, with adequate battery life and that the patient sometimes experienced painful stimulation when the vns is on. The patient had vns replacement surgery on (B)(6) 2013. Good faith attempts are currently in progress for additional information and return of the explanted devices.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.